Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided only month and year, (B)(6) 2019. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not performed because limited information was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that this case is patient's second exchange surgery according to the continuous complaint, the patient still complained about vision acuity during post-operative examination, especially uncomfortable at distance vision. The incision was enlarged to remove the intraocular lens (iol) from the eye, but no sutures or vitrectomy required and no delay in procedure was reported. The replacement iol was a none johnson and johnson lens. No additional information provided. This emdr report pertains to the second explant event. A separate report is being filed for the first explant event.